Event description:
Mini one 24" right angle feeding set with y-port. Lot 201123-081. Y port separated from tubing when disconnecting syringe from y port. No obvious cuts or damage seen to naked eye. Patient not harmed, gastric contents emptied into bed. FDA safety report ID# (B)(4).